Manufacturer narrative:
This product was surgically abandoned and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, no problem was detected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that that this right ventricular (rv) lead was surgically abandoned due to an unknown reason. A new rv lead was successfully placed on the rv septum. This rv lead is not expected to be returned. Additional information is being requested from the field. No additional adverse patient effects. Additional information confirmed that this rv lead was exhibiting high capture thresholds and indicated that the procedure was successfully completed without any complications.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown reason. A new rv lead was successfully placed on the rv septum. This rv lead is not expected to be returned. Additional information is being requested from the field. No additional adverse patient effects.